Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The batch review 3662236 showed that the devices were conformed to in process and finished goods specifications when released to stock the (B)(6) 2013. Expiration date: 2016-01 (according to retained labels). No non conformance was opened. (B)(4) was opened relating to deals with an issue occurred during the packaging step. (Presence of a scrapped pouch on the sealing stamp), with no link with this complaint. (B)(4) was opened relating to deals with an issue occurred on the sealing machine (removal of a wear part), with no link with this complaint. The complaint device was received and evaluated by an npd engineer. Visual observation confirms anchors are broken transversally near the distal end confirming this complaint. No anomalies were observed on the threads. We cannot determine a root cause for this failure at this time. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 other complaint reported from the same facility with this complaint of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device will be disposed through proper channels. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the threads on the customer's healix anchor br 4.5mm with orthocord stripped off while being inserted into the bone hole during a shoulder procedure. The sales rep was present and verified that the surgeon drilled a 2.9 prep hole before using the awl. The surgeon fully removed the 1st anchor, deepened the whole and used a second anchor to complete the procedure with no patient consequences or delay. The sales rep was present and verified the bone quality was average. He also verified that the surgeon used the 4.5 purple healix advance awl for the procedure. The device is coming back.